Manufacturer narrative:
D10. Concomitant products: sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#: n4h1541y); sigphandle, sig power sigphandle handle; sigmret, sig power sigmret manual retract tool. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a right lower lobectomy procedure, while firing on the lung, the device fired forward correctly. However, the knife did not retract and was stuck at the end of the forward motion cut. The reload then, could not be removed from the patient. A manual adapter tool was used, but it did not work on the adapter as well. To resolve the issue, a new adapter and reload was fitted to the same handle to cut more than the desired lung around the stuck reload. It was noted that the procedure time was extended by 40 minutes. It was observed that the adapter tool works with other devices.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. Visual inspection noted the returned videos revealed several issues. The first video showed a signia adapter connected to a reload, with a damaged connection point and a large gap between the components. The reload was locked on tissue, and the I-beam was advanced beyond the 1cm cut mark. The second video also showed a signia adapter connected to a reload, with the user unsuccessfully attempting to retract the I-beam using a manual retract tool. The returned product inspection noted a gap at the adapter-reload joint. Functionally, the blue unload switch was partially functional, and the strain gauge was unresponsive. It was reported that the instrument locked on tissue and it was difficult to retract knife blade. The reported issues were confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: firing rod not in home po sition. Functionally, the adapter and reload were connected to an rpa clamshell and signia handle, which entered emergency retraction mode but couldn't return the firing rod to the home position. After disconnecting and manually retracting the firing rod, the adapter was reconnected and fully retracted, allowing the reload to be removed. Damage was found at the firing rod tip, indicating disconnection with the reload laminates. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.